Event description:
Customer reported that when a nurse started an IV she connected the c2005r extension set to the pt's IV catheter and then attempted to draw blood through the clave connector, but was unable to. She was only able to aspirate air. Extension set had been primed with no leakage occurring. The nurse removed the c2005r, replaced it with a new one, and had no further problems. No pt injury.